Manufacturer narrative:
As soon as the smoke was detected, user facility personnel turned power to the table off, unplugged the surgical table, and completed the procedure successfully. Following the event, the table was removed from service pending a steris service technician's evaluation. A steris service technician arrived on-site, inspected the unit, and identified water damage in the power supply, which caused the reported smoke. The technician replaced the power supply, tested the table, and confirmed it to be operating according to specification. The table was returned to service and no additional issues have been reported. The table was installed in 2008 and maintenance is performed by a third-party service provider. The cmax surgical table's operating manual states on page 1-3, "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options."

Event description:
The user facility reported their cmax surgical table was emitting smoke during a patient procedure. No injury, procedure delay, or cancellation was reported.